Manufacturer narrative:
H3) the cover for the imaging system was returned to the manufacturer for evaluation. Testing found that the cover was dented and scratched. Continuation of d11) pn: bi20000400, ln: rev. 7 : s/n n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi20000400, serial/lot #: nonve:) foreign country: (B)(6) ) the manufacturer representative went to the site to test the imaging system. The reported issue was confirmed the system could not docked due to a damaged x-stage cover. Parts were replaced. ) the manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system could not be docked. It was reported that the gantry could not move close enough to the base of the imaging system. It was noted there was suspected to be a jam. There was no patient present when this issue was identified. Additional information was received stating that the x-stage cover was dented and this was assumed to be the root cause. However, the real root cause was found to be the bellows cover that was slightly too low so that it collided with the support frame of the cabinet.